Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was repositioned multiple times during the implant procedure, but the helix mechanism would not extend/retract as expected. The lead was exchanged to resolve the event and no adverse patient effects were reported. The ra lead was subsequently received for analysis.